Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that since they had the implant, they had a uti and went to her health care professional and got help and the uti was now cleared. Patient also reported that they were still having some symptoms of urgency and releasing quite a bit of liquid but not as heavy as before, helping at least 50%. Patient was redirected to talk with their health care professional if they wanted to try other settings. No further complications were noted or anticipated